Event description:
Piercing the tissue to close the superior injury of the rotator cuff with the raven suture retriever, to pull the suture from the other portal, we observed it did not take the suture, removed it to verify and realized that suture retriever broke in its superior part, remaining inside patient, and could not be removed.